Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. On (B)(6) 2021 patient (B)(6) initial result was <0.100 iu/l. The sample was repeated twice with results of 15 iu/l. On (B)(6) 2021 patient (B)(6) initial result was 1.7 iu/l. The sample was repeated twice with results of >10000 iu/l and 14700 iu/l. No questionable results were reported outside of the laboratory. The hcg + b reagent lot number was 516539. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found the rotation for the bead mixer was too fast and made an adjustment. The mixer paddle was bent; the mixer paddle was replaced and the sample position was adjusted. The service actions resolved the issue.